Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a bio-ID failure. A technical support specialist rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a bio-ID failure. The customer reported that the bio-ID fingerprint scanner was not working. The malfunction occurred when the user was trying to issue the medication. There was no delay in dispensing the medication since the user logged into the station using the ID and password. There were no adverse events or injuries reported based on this event.